Event description:
A report was received that the patient's ipg was not charging. X-ray was taken and revealed ipg has tilted. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was not charging. X-ray was taken and revealed ipg has tilted. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent pocket revision wherein the ipg placement was repositioned. The patient was doing well following the procedure.